Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was having seizures after a pump refill on (B)(6) 2010. It was further reported patient believed pump refill was different that time than her regular refill. Patient had two back-to-back grand mal seizures with no previous history of seizures, visited ER and returned home the same day. Patient has not had any seizures since that day. Patient indicated she had no increase since (B)(6) 2009 and was not having increased pain. It was further reported that patient could no longer do certain things without pain, including making a sandwich and sleeping in her new bed-she must sleep in a recliner. The pump contained 400 mg dilaudid and she received 10 mg per day. It was further reported, patient felt "dope sick" and had been for two weeks. No alarms had been heard and she had an appointment with hcp.